Manufacturer narrative:
(B) (4). (B) (4).info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the physician heard a clicking noise while advancing the cutter and was unable to retrieve any samples. They removed the probe from the breast and was able to retrieve the samples from the probe. They attempted four more samples then took specimen images. On the images, they noticed metal shavings in the specimen. They stopped the case with the samples retrieved. There was no pt consequence reported. Rep tested a probe from the same box and heard the same clicking noise. One probe discarded and one probe being returned for analysis. Requested and received the following info: tech pulled the pathology results from the pt with the metal shaving in the specimen and nothing was noted from the pathologist confirming it was a metal shaving. She said she pulled it out of the specimen separating it from the specimen pieces so maybe the pathologist did not test it. She also noted the metal shaving looked like a half moon shape. As for the tissue amount, she said the four samples were enough to make a diagnosis and the pt did not have any consequences from this event.